Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to bending section. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscope the event can be prevented by following the instructions for use (IFU) which states: user may reduce/prevent occurrence of the event by handling the device in accordance with the following IFU. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device falling off due to loosening or detachment of parts joint area, bending section rubber wear and tear and leak, deformed bending tube, detached air valve unit, defective diopter ring, angulation out of specification and image guide bundle fiber break. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the fiberscope distal end disrupted. The issue was found during reprocessing. There were no reports of patient harm.